Manufacturer narrative:
Samples were taken from the device for further analysis. This report will be updated when the eval is complete.

Event description:
It was reported by the customer that when the device was being cleaned out wet and dry blood kept coming out. This occurred during cleaning so there was no pt involvement or adverse consequences related to this event.